Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a critical pump error alarm. Blood glucose at the time of the incident is unknown. It was stated that the alarm occurred after the customer went swimming with it and they could see water in the battery compartment. They also mentioned the rubber ring on battery cap is loose. The insulin pump will be replaced, but not returned for analysis.